Manufacturer narrative:
The company representative examined the system and confirmed the system message reported. The cable w09, cable w10, the 88 psi regulator, and the air fluid controller printed circuit board (pcb) were replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. While it is not entirely conclusive, the most likely cause of the reported event is a nonconforming w09 cable, w10 cable, 88 psi regulator, and the air fluid controller pcb. (B)(4).

Event description:
A nurse reported that a system message displayed prior to a vitrectomy procedure. The case was canceled after the patient had received peribulbar anesthesia. There was no harm to the patient.